Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during deployment, the distal end of the stent failed to open. The device was not positioned in a bend, re-sheathing was performed less than three times, and more than 50% of the stent had been deployed. The stent was removed from the patient with the microcatheter. A replacement product was used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a blister, unruptured aneurysm of the internal carotid artery (ica) with a max diameter of 2 mm and a 1 mm neck diameter. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered, and the platelet reactivity units (pru) level was not reported.

Manufacturer narrative:
Product analysis: no device malfunction was reported with the phenom-27 catheter. In addition, the model and lot numbers were not reported; therefore, compatibility could not be assessed. The pipeline flex embolization device was returned within a phenom-27 catheter. When attempting to remove the pipeline embolization device from the catheter resistance was felt and the distal assembly was inadvertently detached. The pipeline flex was unable to be fully removed from catheter. No bends or kinks were found with the pipeline pushwire. The hypotube and ptfe were found to be intact. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. The dps sleeves were found to be in good condition and with blood residue. The tip coil was found to be damaged. Proximal braid end was found to be opened and frayed. Distal braid end was found to be opened and frayed. No other anomalies were found with the device. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was unable to be confirmed as both braid ends were found to be opened. The root cause was unable to be determined. Possible contributing factors to ¿failure/incomplete open distal¿ are damaged braid or braid was overstretched during delivery. Furthermore, the review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.